Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00121, 3002806535-2019-00122. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to unknown reason.

Event description:
Revision due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.